Event description:
Bsc crm received info that loss of capture was detected from this lead. It was found to have dislodged, which caused the loss of capture. It was explanted because the physician felt it didn't look stable when viewing it through fluoroscopy, despite testing the lead again with an output of 1.4 volts at 0.5ms. To date, there have been no reported pt. Symptoms associated with this clinical observation.

Manufacturer narrative:
The mechanical and electrical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With respect to the electrical issues as mentioned in the complaint description, the analysis did not demonstrate any deviations from the technical specifications. The visual inspection demonstrated a bend in the lead's distal part from an external mechanical stress. There was no evidence of a material or manufacturing problem. Excessive mechanical stress during the explantation procedure should be taken into consideration. Due to the bent distal part the functional test of the lead's fixation mechanism was not properly feasible. The cuttings in the outer insulation are most likely due to the explantation procedure. The signs of abrasion are most likely due to a mechanical interaction such as friction with other sys components (e.g., add'l leads implanted).